Event description:
The device could not control pt's seizures.

Event description:
Add'l info received from MFR 6/4/2003: cyberonics received a report of this generator being explanted. The reason for the explant was "it could not control the pt's seizures." Programming history for the period of 11/2001 to 12/2002 was obtained and reviewed by cyberonics. Calculations concluded that the approx duty cycle was 44% and these parameters were taken to be characteristic of the pt's overall standard parameters. Using these standard parameters, the expected life of the generator would be from 18 to 30 months. The generator was implanted in 2000 and explanted in 2003 for a total implant duration of approx 34 months. The labeling for the pulse generator states, "the choice of settings for output parameters affects pulse generator battery life. Generally, a high duty cycle will deplete the battery over a shorter period of time than a low duty cycle will." The generator was returned and analyzed. Product analysis concluded that the generator would not communicate due to a depleted battery. Current consumption was within normal specifications and there were no anomalies identified that could have caused a malfunction. Cyberonics concluded that since the device was set at high stimulation parameters and the device was implanted for approx 34 months, the generator reached normal end-of-service. Please note that the info in d6 of the medwatch form sent from the hospital is incorrect. MFR spoke with the initial reporter and determined that they entered the replacement (new) generator in d6 rather than the generator that was explanted. MFR also asked the reporter why she believed the device malfunctioned. They stated that if they are not able to determine a malfunction, they take the conservative approach and report the event to the FDA. They added that they have no idea what therapy the vns device provides or its indications. Cyberonics did not submit an MDR for this event as it was concluded that there was not a malfunction and no serious injury occurred.